Event description:
It was reported by the rep the device was used during a laparoscopic nissen. It was reported the trocar was leaking carbon dioxide. 6/11/98 unsure whether the cause of leaking was of the stopcock or a gasket. An add'l trocar was pulled to complete the case. There was no consequence to the pt.